Manufacturer narrative:
Customer stated that they went back to the station and tested the batteries. They found that the number of test cycles were lower than they should be and took the batteries out of service. The product in complaint was returned to zoll on (B)(6) 2013 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed. Please see the following related MFR. Reports: #3003793491-2013-01000 for autopulse nimh battery with sn: (B)(4), #3003793491-2013-01001 for autopulse nimh battery with sn: (B)(4), #3003793491-2013-01002 for autopulse nimh battery with sn: (B)(4), #3003793491-2013-01003 for autopulse nimh battery with sn: (B)(4).

Event description:
Customer received an initial call for a (B)(6) male who was experiencing chest pain. He was very heavy and weighed about (B)(6) pounds. The patient was still alive when customer arrived at the scene. Customer performed an EKG which revealed that the patient had posterior hemiblock (which has a 90% mortality rate). Patient went into bradycardia then asystole during transport to hospital. Duration of transport to the hospital was 30 minutes. Patient coded 5 minutes from the hospital. Manual CPR was initiated for about 10-11 minutes prior to deployment of the autopulse. The autopulse platform was deployed in the hospital with no issues. Autopulse nimh battery #1 gave compressions for 5 minutes before a ¿low battery¿ message displayed on the platform. 2 additional autopulse nimh batteries were put into the platform, however, the autopulse displayed ¿low battery¿ warnings with both batteries. The platform did not perform any compressions. A 4th autopulse nimh battery was tried and the platform displayed ¿replace lifeband.¿ after the 4th battery, customer reverted to manual CPR. Manual CPR was performed for 40 minutes until the physician pronounced the patient dead. Customer indicated that manual CPR was performed between the battery changes. Rosc (return of spontaneous circulation) was not achieved. Customer indicated that the cause of death was a heart attack; however, an autopsy was not performed. Customer does not attribute the autopulse stoppage to the patient¿s death and indicated that patient¿s medical condition was critical. Please note that customer indicated that this event occurred within the first couple weeks of (B)(6). Therefore, the date of event is reported as (B)(6) 2013; however, the exact date is unknown.